Event description:
Pt had a criticon bp cuff on with a luer lock end. The cuff was connected to a datascope passport monitor. The patient was transported for a study and the cable of the passport datascope monitor for nibp was connected to the IV site (baxter) injection port. The monitor had not yet recycled - and the error was discovered prior to the cycling of the monitor.